Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported to philips that the device would not activate. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.